Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a detached downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the printed wiring assembly board. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that there was no battery power. During physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement, no injury was reported.